Event description:
Caller states the patient tested 7.9 inr on the coaguchek system and 5.7 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.